Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited atrial tachycardia/atrial fibrillation (at/af) classified as terminated due to episodes falling into blanking. The ipg remains in use. No patient complications have been reported as a result of this event.